Event description:
Additional information was received. It was reported that the screw was used appropriately during the case for a positive patient outcome. The surgeon was aware of the software selection not being accurately selected to fit the spine system.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3). No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An alleged inaccuracy of 3-5mm deep with a screw. The software showed the screw was in the bone when it was not actually in bone. All other instruments besides the screw appeared to be accurate. There was no reported impact to patient outcome and no reported delay. The representative reported, it appeared the wrong selections were being made in the stealth system causing the issue. They tested the system and it was accurate.

Manufacturer narrative:
H3: reviewed the case details. According to the case description, the site reported an alleged inaccuracy of 3-5mm depth with a screw. The software showed the screw in the bone, while it was not actually in the bone. All other instruments appeared to be accurate except for the screw. However, as per the information in the event, it was confirmed that the site made incorrect selections in the system, which caused the issue. The system was tested afterward and found to be accurate. Based on the information provided, this appears to be an issue with user screw configuration selections, there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.